Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage and rounded setscrew.

Event description:
It was reported was reported, during an implant procedure, there was noise on both atrial and ventricular channels. The device was reported as a "possible set screw/header issue." Consequently, the device was not implanted. No patient complications have been reported as a result of this event.